Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 43-year-old male patient, the device would not go into sync mode, failed to discharge, and was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. A log review of events on (B)(6) 2025, showed that the device displayed good ECG signal and proper synchronization in leads view, with sync markers present over each r wave. However, when switched to pads view, two "pads lead fault" messages were recorded, indicating the device detected a patient but did not register valid impedance (15-300 ohms). The device charged to 120 joules multiple times but did not discharge due to the lead fault, and no shocks were delivered. Since synchronization functioned in leads view but intermittently cut out in pads view, the issue indicates poor pad contact. Extensive testing including stress testing with customer and known good accessories, ECG cables, adapters, pads continuity checks, synchronization testing, and defib cycle testing passed with no issues. No pad contamination was observed. Poor coupling from the electrode pads to the patient appears to be a factor.analysis of reports of this type has not identified an increase in trend.